Event description:
It was reported that "frequent helium loss alarms, iabp losing helium quickly". The report further states ""[user]" calling to let me know the ICU team continued to get helium loss alarms overnight and removed the iab as the pt was decompensating from lack of support, and placed pt onto va ECMO. He also wanted to let me know the iabp was reading a low helium psi prior to being placed despite not being used and would like the iabp evaluated. Noted that they are using their refillable tanks". No report of patient harm or injury. The patient status is reported as "unknown".

Manufacturer narrative:
Qn#(B)(4).other remarks: n/a.corrected data: n/a.